Event description:
Required surgery. Developed extreme fatigue and inspiratory left sided chest pain. Was seen by primary care provider and worked up for serious concerns: heart attack, pulmonary embolism, and cancer. When these tests came back negative. I suspected a problem with my silicone breast implants. At this point I opted to have them both removed where it was discovered one of the devices (the left breast implant) had ruptured, only 7 years after being implanted. I had to wear a surgical drain for almost a full month after which was cumbersome and painful. I'm still at risk for developing a seroma. FDA safety report ID# (B)(4).